Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the patient had a follow up with their healthcare provider about 2 years ago and the manufacturer representative (rep) was there. Caller stated the representative found that the pt's implanted device had moved a little bit so they readjusted the settings and said everything was good but now the patient is starting to have some issues. Caller is inquiring who the pt's rep is. Pt rep stated hcp is moving locations so they do not know who the patient can get in to see. Patient service specialist reviewed representative role and redirected to healthcare provider. At the end of the call, pt rep stated they were getting another call and they disconnected. Event and notify questions unable to be asked since caller disconnected.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.